Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and an aiming beam fired straight out of the fiber at 12,972 joules. No pt injury was reported. The device was not returned for eval.